Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced low impedance issues. As a result, the patient had the patient had surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
Follow up information received that the ipg was replaced due to normal end of life. The high impedances were noted during the procedure, which did not affect therapy. There is no confirmed malfunction on the device and there is no adverse event that needs to be reported on this device.